Manufacturer narrative:
MDR 1219913-2016-00236 was filed on december 7, 2016 and reported elevated advia centaur xp troponin ultra (tni-ultra) neat results that did not agree with diluted results. January 12, 2017 - additional information: no patient sample remaining to be sent in house to investigate this issue further. The lab had sent the remaining sample to the another site and they ran the sample on advia centaur cp the results were: advia centaur xp tni >50, diluted at 1/10 =180 (two samples), advia centaur cp tni 48, diluted at ½ = 60. While the exact root cause of the elevated results cannot be determined, the initial elevated results, the subsequent spurious results on repeat, the results upon dilution, and on a different draw are consistent with an interfering substance in the sample. The sample did not recover in a linear fashion when diluted. Instrument involvement is not suspected since no other samples or qc are affected. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. The interpretation of results section of the instruction for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. 23 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."

Manufacturer narrative:
The cause of the discordant neat results compared to diluted results for one patient for advia centaur xp tni-ultra is unknown. The samples are not available for additional testing. All other sample results were consistent. No errors were observed in the error log. Siemens has requested additional information from the customer to determine the root cause of the issue. Qc was in range at the time of the discordant result. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed elevated advia centaur xp troponin ultra (tni-ultra) neat results that did not agree with diluted results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp tni-ultra results.